Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/07/2015 with the following findings: review of the black box data revealed records supportive of short battery life evidenced by drastic drop in voltage, which in turn lead to ¿low battery¿ warning and ¿replace battery¿ alarm on march 3, 2015. On investigation, ez-prime steps were correctly performed and all electrical currents were measured and determined to be within required specifications. Investigation did not duplicate the short battery life complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The pump was found to be operating within the required specifications without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Nce of the device.